Event description:
Writer took care of the patient on (B)(6) 2011 when air entered the IV tubing. Writer was in the patient's room at 0100 giving medication. Noticed IV was running okay. Writer then went back to check on the patient around 0140 and noticed there was a lot of air above the channel, then looked down and there was air all the way down to the patient and right where it enters the patient. Writer immediately shut off the IV pump and closed the clamp on the patient's catheter. Writer then went and got a saline flush and new IV tubing. Writer primed the new IV bag and flushed the IV which had a good blood return. Writer hooked the IV tubing up to the same IV pole and turned on the IV machine and the machine said something on the lines of "replace battery." Writer then got a new IV pole and attach the IV tubing through the chamber and then to the patient and then had no problems. Nurse wrote a safety zone on event. Writer checked on patient, which patient was okay at the time. And also wrote a work request for the equipment that malfunctioned. And when air in line pump never alarmed.